Event description:
It was reported that on (B)(6) 2012, the patient experienced a worsening of myotonia. On (B)(6) 2012, the spasticity worsened. The dose was changed. The spasm had intensified; hence oral medication was prescribed to the patient. On (B)(6), the patient was hospitalized for the worsening of myotonia. Severity was moderate. On (B)(6), a catheter contrast test and a rotor test were performed, the result being that no abnormality was detected. A CT scan, a contrast examination and an operation test were performed. It was subsequently confirmed that no system related problems were in evidence. The daily dose was gradually increased. An improvement in the symptoms was observed with an increase in the drug. The influence from drug resistance was undeniable. Improvement was observed, and the patient was discharged. The plan was to examine the progress of the underlying disease and other possible causes. On (B)(6), a physician requested to measure the concentration of baclofen in the spinal cord as well as in the ventricle of the patient. The physician then requested cancellation of the measurement because of the noticeable non-efficacy of the increased dose and also because the patient's family requested that the examination not be performed. The patient was covered as of (B)(6) 2012. The pump was delivering gabalon.

Manufacturer narrative:
Catheter model # 8711, serial # (B)(4).

Manufacturer narrative:
(B)(4).